Manufacturer narrative:
(B)(4).

Event description:
Procedure: proximal pancreaticoduodenectomy. According to the reporter: the first firing was done with the first cartridge on idrive and could resect the tissue. Immediately after the normal conditions of opening and closing of device was confirmed with the second cartridge loaded, the doctor found the cartridge began to bend on both sides of right and left with the calibration tone sounding. Reported the blue lamp and also the indicator light of cartridge were lighting even before use on pt. Removed and reloaded the cartridge again and checked the conditions of jaws. Then the same incident was duplicated. Egiaustnd was opened to complete the case with no problem. No pt harm. Operating time extended: less than 30 min. Add'l tissue resection: no. Tissue damage: no. Nothing fell into the cavity. No bleeding. Unk if reinforcement material was used.